Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the 1st diagonal. Approximately 4 months post index procedure patient suffered cardiovascular accident (stroke). Event not resolved. Investigator assessed that event is not related to study device and antiplatelet.